Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the pacing lead high and undefined impedance was noted. When placed and measured impedance multiple times, used multiple cables and adaptors, normal impedance could not be obtained. The lead was removed. No patient complications have been reported as a result of this event.